Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl and 34 mg/dl. Customer¿s other blood glucose was 96 mg/dl, 77 mg/dl, 83 mg/dl. The customer also states that insulin delivery was not suspended due to sensor glucose value. Sensor glucose value was 102 mg/dl. The insulin pump and sensor will not be returned for analysis.